Manufacturer narrative:
Retainer ring = black. On nov 09, 2021, the customer alleged for pump error 23, 49 and 68 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay. Successfully downloaded history files and traces using thus. In further full review in the pump history on the event date of nov 9, 2021 found at: 18:23:03.000 pump error 68 18:23:03.000 pump error 49 18:23:19.000 pump error 49 18:23:38.000 pump error 23 1:00:03.000 pump error 68 21:00:03.000 pump error 49 21:00:20.000 pump error 49 21:00:32.000 pump error 23. Device passed the displacement test, active current measurement and self test. No pump error 23, 49 and 68 alarm during testing. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. However, insulin pump received with a high sleep current measurement. Device was cut open to perform visual inspection and found moisture damage inside the battery tube. No moisture damage on the vibrator, electronic assembly, motor, force sensor, internal battery and keypad flex tail during the visual inspection. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the sleep current measurement remains high. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the sleep current measurement are within specification. In summary, the customer alleged not confirmed for pump error 23, 49 and 68 alarm. Device received with a high sleep current measurement suspected to be on the pcb 1. Moisture damage confirmed inside the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stopped delivering alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process but the problem persist. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.